Event description:
It was reported that the lead was replaced due to oversensing, a sudden increase in thresholds, and abnormal pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the lead was replaced due to oversensing, a sudden increase in thresholds, and abnormal pacing impedance. It was also reported there was noise on the lead. The lead was explanted and replaced. The patient is enrolled in the system longevity study (sls) clinical study. No patient complications have been reported as a result of this event.